Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, a conclusive cause for the reported unintended clip delivery system movement cannot be determined. The reported device causing damage to another device is the result of the unintended movement. There is no indication of a product issue with respect to manufacture, design, or labeling.d1: brand name corrected.

Manufacturer narrative:
The additional mitraclip device referenced is filed under a separate medwatch report number. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended movement of the device resulting in causing damage to another device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced however entered the ventricle when opening the clip prior to checking for perpendicularity. The clip interacted with the first implanted clip, causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip. A third clip was implanted laterally to further reduce the mr to 2-3. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.